Manufacturer narrative:
Age at time of event, date of birth: the patient ages were not provided. The article noted the mean age: 73.9 years. Sex: females and males were included in this study. Outcomes attributed to adverse event - other serious or important medical events: it is unknown if and what medical or surgical intervention was performed. Date of event: the dates of the events were not provided. The article noted the data was retrospectively on patients with wound closures from july 2015 to june 2019, thus the date 01-jul-2015 was utilized. Other (code unspecified): device identifier was not provided, and the device was not returned for evaluation. Based on information provided, it cannot be determined that the alleged surgical site infections are related to the prevena¿ incision management system. The article noted the use of an incisional negative pressure dressing decreases the rate of surgical site infections in infrainguinal incisions.the device has not been demonstrated to be effective in reducing the incidence of surgical site infection and seroma in all surgical procedures and patient populations; therefore, the device may not be recommended for routine use to reduce the incidence of surgical site infection and seroma as per manufacture's indications for use. Kci has made multiple unsuccessful attempts to obtain additional clinical and device information. Device labeling, available in print and online, states: infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If infection develops, prevena¿ therapy should be discontinued until the infection is treated. Prevena¿ 125 therapy units manage the environment of closed surgical incisions and remove fluid away from the surgical incision and is intended to aid in reducing the incidence of seroma; and in patient's at high risk for post-operative infections, aid in reducing the incidence of superficial surgical site infection in class I and class ii wounds. The device has not been demonstrated to be effective in reducing the incidence of surgical site infection and seroma in all surgical procedures and patient populations; therefore, the device may not be recommended for routine use to reduce the incidence of surgical site infection and seroma. The prevena¿ incision management system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 23-jun-2021, the following information was received by kci after a review of journal article, laura j. Meiler, elsworth c. Beach, bhakti chavan, kristen j. Conrad-schnetz, jeffrey a. Stanley, nicole d. Ramon. Benefit of negative pressure dressings in vascular surgery patients with infra-inguinal 1 incisions after short-term followup assessing the benefit of incisional negative pressure 2 dressings in community-based vascular surgery patients with infra-inguinal incisions. J vasc surg. 2021 may 18: s0741-5214(21)00738-2. Doi: 10.1016/j.jvs.2021.04.058. Noted the following: under table 3: 4 of 18 patients experienced popliteal ssi [surgical site infection]. Within the vascular patient population there is increased risk of developing wound complications especially in infrainguinal incisions. Results noted "analysis showed a significant decrease in the rate of ssis in the prevena group when compared to the non prevena group." Conclusions noted "the use of an incisional negative pressure dressing decreases the rate of surgical site infections in infrainguinal incisions."no additional information was provided. The prevena¿ incision management system identifiers have not been provided, therefore device evaluations and device history record reviews cannot be completed.